Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: estimated dates. UDI#: in the absence of a reported part number, the UDI cannot be calculated. Stents implanted in (B)(6) 2013 and 2014. The device was not returned for analysis. The reported patient effects of thrombosis and death are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that one unspecified xience v stent was deployed on (B)(6) 2013 in the right coronary artery. Two unspecified xience v stents were deployed in 2014. In (B)(6) of 2016 the patient underwent knee surgery for a torn meniscus. The surgery went well during and the patient was discharged home. About 2 hours later, the patient said something was not right and got up and collapsed. The patient was taken to the emergency room and died about 8-9 hours later. The physician indicated that the patient died from two blood clots that went from his leg to his heart. No additional information was provided.